Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not working) has been confirmed. The cause of the discharged battery pack was defective cells within the battery pack. The voltage of on battery cell was 0.306v. The cause of the low cell voltage was a leaking cell. The root cause of the leaking cell could not be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector damaged) has been confirmed. As received, the trunk cable connector was broken off of the electrode belt. The root cause of the damage cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged trunk cable connector. The patient received a replacement electrode belt. Battery pack: 05/2010, electrode belt: 11/2010.

Event description:
A (B)(6) old male patient called zoll customer support to report that one of his batteries was not working. The patient also reported that his belt connector was damaged. The patient was issued a replacement battery pack and electrode belt.